Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). Once implanted, it was not possible to change the pressure step. The valve was explanted and substituted with a new one with fixed pressure. (B)(4).

Manufacturer narrative:
(B)(4). It was previously reported that the device would not be made available for evaluation. The device was subsequently returned. This report has been updated to reflect the corrected information the device was returned and evaluated. The investigation of the returned device did not confirm the problem reported by the customer. The position of the cam when valve was received was 100mmh2o. The valve was hydrated for about 44 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed. No occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was leak tested. No leaks were noted. The valve was dried and pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3834, with lot cpcc02, conformed to the specifications when released to stock in 2nd april 2013. A review of complaints was performed and there were no other complaints against this product and lot combination. The issue reported could not be confirmed. No root cause could be determined, as the problem reported by the customer could not be duplicated. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3834, with lot cpcc02, conformed to the specifications when released to stock in 2nd april 2013. Trends will be monitored for this and similar events. At the present time this complaint is closed. Device not available.